Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead's proximal coil appeared to be uncoiling. Xray appeared that the lead may have dropped and had likely flipped as there was a loop in one of the leads. Lead diagnostics were within normal limits. The lead may be replaced. As of this time, the lead remains in service. No adverse patient effects reported.